Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024.

Event description:
The pes was replaced pre-emptively as the software fix failed per fa-q424-hf-1, CAPA -138841. There was no issue related to the pes at the time the replacement was requested.